Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue involving the abbott diabetes care (adc) device was reported. The customer obtained a sensor scan result of 113 mg/dl, which was higher than the 52 mg/dl reading from an unspecified device, and subsequently experienced a loss of consciousness. It is unknown whether the customer observed a trend arrow on the device. As a result of the loss of consciousness, the customer reported scraping his knee and receiving treatment for the injury. There was no report of death or permanent impairment associated with this event.